Event description:
Legal case ¿ USA it was reported that approximately 105 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, extremity swelling, discomfort; synovitis, tumor-like growth, mild poly wear and delamination on the tibial insert, loose/debonding femoral. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
Concomitants: 2440412 , 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 3847970 , 200-02-35 - three peg patella 35mm.